Manufacturer narrative:
Continuation of d10: product ID cd9000 lot# serial# (B)(6); implanted: explanted: product type multiple therapy product ID wr9200 lot# serial# (B)(6); implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the activa rc wireless recharger was not turning on or beeping, was displaying three green lights flashing, and was not establishing a connection with the deep brain stimulation device. A reset of the device was attempted without any change. A replacement product was sent to the patient, which resolved the issue. No patient complications have been reported as a result of this event. Additional information was received from the rep who clarified it was the battery indicator that was blinking.